Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer. The customer was advised to replace the touchframe printed circuit board (pcb). Covidien, now medtronic, was not authorized to service the ventilator.

Event description:
It was reported that the ventilator's touchscreen was inoperable. Patient information was not provided by the customer.